Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was one day behind. Customer could not confirm reason for inaccurate date. Customer updated to appropriate date. Customer's blood glucose level was 141 mg/dl